Event description:
When the 1220-32-160; lot v4ndsa001 implant was opened in the o.r.: it contained a 1242-26-025; lot t46ek1-a. Another 1220-32-160 was available immediately. No patient injury or extension of surgery.